Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two bent cannula events on (B)(6) 2026 causing hyperglycemia. The blood glucose level of the patient was 400 mg/dl and was treated by correction bolus via pump.